Manufacturer narrative:
A maquet service tech evaluated the device and replaced the control pcb and ac power switch. Functional testing and safety check were successfully performed to factory specifications. The unit was returned to service.

Event description:
It was reported that the unit displayed "head error" when operated at high rpm. No pt involvement. Ref: (B)(4).